Manufacturer narrative:
G4:18dec2020; b4:25feb2021; h11:g5:k102985. H10: the field service engineer (fse) confirmed that the alarm "check vent: battery failed" was on the screen. The battery was replaced and device was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30apr2021; b4: 03may2021. Failure analysis on the returned backup battery shows that the complaint is duplicated. Root cause cannot be determined without opening battery package. Battery is out of warranty and will be scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17dec2020. B4: 17dec2020. Device is available for evaluation, and no, it has not been returned to the manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer complained of battery failure. The customer contacted product support and requested for service repair. Per field service engineer (fse) the battery needs to be replaced under warranty. The customer reported that the unit was not in use on a patient. The ventilator was found in the ICU store room with a note stating that the unit is faulty. No delay noted. Product support supplied the customer's battery to address the reported issue.